Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer has suggested that the pump may have caused mastitis. The customer has been sent replacement parts and will therefore continue to use the device with the replacement parts. As the device is not being returned, no investigation will be completed at this time. There is currently no evidence to suggest that the pump has caused mastitis. If the customer does respond with any additional information that may support this investigation, a follow up report will be sent.

Event description:
Customer reported on 04 jun 2024 from the us that the elvie pump caused mastitis. The customer alleged that the pump was heating up and therefore caused mastitis. Customer was seen by a healthcare professional and required physical therapy to remove the mastitis.